Event description:
A battery life estimate was performed for the patient. From the history available in the manufacturer's database it was calculated that the patient may be at or nearing end of service. Additional information was then received indicating that the patient was being referred for a generator replacement surgery due to the generator being at end of service. It is unclear if the physician attributes the increase in seizures to the generator being at end of service. Attempts for additional information have been unsuccessful to date. Surgery is likely but has not occurred to date.

Event description:
A pt implanted with a vns device contacted their case manager and reported that on (B)(6) 2011 they had 5 seizures, which was unusual for them. The pt was concerned that their battery was at end of life as they had not had that many seizures in a while. The pt has not had their vns device checked in over two years. Their generator has been implanted for over 9 years so possible it could be at end of battery life. Good faith attempts will be made for further details surrounding the pt's seizures. It is unk if they are over their pre vns seizure rate and if the battery status of their generator is the contributing factor.

Event description:
The patient had a generator replacement procedure on (B)(6) 2011. Attempts for additional information and product return have been unsuccessful to date.

Event description:
Additional information was received indicating that the explanted generator was discarded following the procedure.attempts for additional information regarding the patient's increase in seizures have remained unsuccessful.

Manufacturer narrative:
Analysis of programming history